Event description:
Reference number (B)(4). Event occurred in poland. It was reported that the primary packaging not sealed properly misshaped or sterile packaging not intact on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.